Event description:
Patient complained of an altered taste and smell when flushing her double lumen PICC with heparin 100 units/ml 5ml syringes manufactured by hospira lot# 63-029-9d. Expiration: 3/1/2010. Dose or amount: heparin 500 units; frequency: qd per lumen; route: IV. Dates of use: 2008. Diagnosis or reason for use: catheter care maintenance. Event abated after use stopped: yes.